Event description:
The patient presented to the physician with oral pain and pain when raising their arms post activation of inspire therapy in 2022 and discontinued use of the device. Patient presented back to the physician on (B)(6) 2024, requesting the implant be removed. Physician brought the patient into the operating room the following day and removed the components due to discomfort and inability to utilize the device.